Event description:
It was reported the surgery was performed to remove tibial nail hardware removal related to patient discomfort. There were no delays reported and the outcome was reported as successful, there were no reported issues with the product. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.